Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) detected a possible episode of ventricular tachycardia (vt) as supra ventricular tachycardia (svt), and therapy was withheld due to a discriminator. The ICD remains in use. No patient complications have been reported as a result of this event.